Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on the lcd board unlocked. The device had had minor scratches on the lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the keypad on the insulin pump wasn't responding correctly. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the keypad issues. However, the device was in his pocket. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.